Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a pump reboot. There was no visible damage observed to the battery compartment and battery cap. The battery cap contact measured within specifications, and the battery cap was able to fully secure onto the pump. The pump powered on normally, and was exercised for 24 hours with no power issues or duplicated alarms. The pump was opened and no damage was found inside the pump.